Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by claimant's attorney, that patient underwent a hip replacement surgery on or about (B)(6) 2004, which required a revision surgery on or about (B)(6) 2015.

Manufacturer narrative:
Medical records received disclosed that the implants are not stryker products.

Event description:
It was reported by claimant's attorney, that patient underwent a hip replacement surgery on or about (B)(6) 2004, which required a revision surgery on or about (B)(6) 2015.